Manufacturer narrative:
Manufacturer's comment: the benefit-risk relationship of seprafilm is not affected by this report.

Event description:
Renal failure/impure nephrotic syndrome [nephrotic syndrome] schonlein-henoch purpura [henoch-schonlein purpura]. Case description: spontaneous report was received on (B)(6) 2011 from a surgeon regarding a patient, identifiers not provided. The patient's medical history was not provided. On an unspecified date, the patient underwent a hepatectomy during which two to three sheets of seprafilm were used. After the hepatectomy, the patient experienced purpura and renal failure. The patient's outcome was not provided. Concomitant medications were not provided. The relationship between seprafilm and the events were not provided by the reporting surgeon. Additional information was received on (B)(6) 2011 from the surgeon regarding the (B)(6) year-old, male, patient. On an unknown date in (B)(6) 2010, the patient underwent his first partial hepatectomy for liver metastases from colorectal cancer. During this surgery, seprafilm was placed. In the post-operative period, the patient did not experience liver complication, but experienced schonlein-henoch purpura and impure nephrotic syndrome. A renal biopsy showed the presence of iga (immunoglobulin a) and complement c3 complexes. The patient was transferred to the internal medicine unit, but no etiology for the events was found. Scheduled chemotherapy for cancer was postponed and the patient was treated with high dose corticosteroids. The symptoms improved clearly. The surgeon reported that they had never seen the patient again for a second hepatectomy. He did not know if the events were due to seprafilm placement.